Manufacturer narrative:
Field service engineer (fse) found the problem to be the handswitch coiled cable. When the coiled cable for the handswitch was replaced, the issue was resolved. Fse completed (B)(4) using as reference (B)(4) and returned the unit to the customer for service.

Event description:
On (B)(6): customer reports via phone that staff were attempting to perform an undetermined urology procedure when the system table movement and fluoro failed. Staff moved the pt to another room where procedure was completed without further incident. No reported injury. Customer could not provide another contact for additional info.